Event description:
Customer stated "leaking from housing/hand piece" repair tech stated "confirmed - leaking from main valve after sitting pressurized for 30 min - replaced valve stem plunger". Ro (B)(4). 1216677-2021-00170 wallach ultra freeze 900161e-complaint (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 02/25/2016 under wo (B)(4) and shipped on 02/26/2016. Manufacturing record review: DHR 200634 was reviewed and no non-conformities were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced for a worn yoke seal in 2016, damage in 2017, and a non-confirmed leak in april 2021. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit leaked after having the unit under pressure for 30 minutes. Root cause: a root cause is not definitively determined. The replacement of p/n 2012-0272 prevented the leak. This part number is the piston rod portion of the assembly and mated with an o-ring. The leak may occur at the o-ring or at the tip of this piston creating the seal on the flow. Correction and/or corrective action the unit was fitted with a new piston rod, tested and returned to the customer. A review of inspection records for 2012-0272 confirmed no ncmrs for dimensional non-conformities. No further corrective action is necessary. No further training required. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "leaking from housing/hand piece" repair tech stated "confirmed - leaking from main valve after sitting pressurized for 30 min - replaced valve stem plunger" ro 96645 1216677-2021-00170 ll-co2 cryosurgical sys 900161 e-complaint-(B)(4).